Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for meniscal fastening, the inserter needle broke in the joint space. The needle was easily retrieved from the body; however, at this point, for whatever reason, the surgeon chose to perform a partial menisectomy for remedy. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device (inserter needle) was received and visually evaluated. It is noted that the needle is broken in two; at the proximal last 3rd: the condition or quality of the break area is rough and torn; a stress break. We assume that because the needle broke in the joint space that the user drove the device into bone causing the device to become grossly damaged and then to fail. Given the state of the complaint device, we can only attribute its condition to having been misused, a user issue. Outside of this consideration, we cannot discern any other root cause for the complaint device's condition. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.